Manufacturer narrative:
(B)(4). Investigation summary the analysis results showed that one ecr60w reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Medical device: batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during the endoscopic total gastrectomy surgery, the surgeon noted after insert into the trocar, opened the jaw, the cartridge's distal end turned up. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.